Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit during drain 3 of 4. The technical service representative (tsr) explained to the home patient (hp) that she would have to end therapy and call her peritoneal dialysis nurse. No patient injury or medical intervention was reported. Product surveillance contacted the nurse regarding the system error 2240 alarm. The nurse stated that the patient contacted her the next day and they talked about it and the patient has been doing fine and able to continue therapy.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported in a service report that the power cord was missing the ground prong. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.